Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3. Analysis found that there was a recharge antenna failure, no device found message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for the last 6-9 months they often had difficulty getting their implant charged, as the controller would show 'check recharger' 5 or 6 times before they could begin charging. Pt stated recharging took 'forever;' sometimes took an hour or longer. When recharging their controller screen would often go blank and unresponsive, so they'd have to reset the controller by removing and reinserting the battery. The screen had done that a couple times in the past, but had ramped up in frequency. Agent had pt examine their recharger for potential damages; pt noted that the cord had a kink between the plug and relay box, and the paddle portion appear to be worn/warped (flatter on one side). The issue was not resolved. An email was sent to the repair department to replace the recharger. No symptoms were reported. Additional information received from the patient. It was reported that the pt thought the old recharger had been repaired rather than just tested for issues - agent explained process. Upon trying to use recharger again, pt found they take 30min+ to just get connected to charge ins, and the recharger was getting very hot where cord entered paddle. Pt said they were ready to get their ins cut out because they were so mad about all the hassles with charging. Pt has been getting their ins charged to ~30% before getting fed up. Pt said they preferred charging over their shirt because of the heating issue, even though they knew holding on skin worked better. Controller sometime showed excellent charge quality and flip-flops into showing 'poor recharge quality/reposition.' Pt said they got enough 'juice' friday, but was taking way too long to get too little of charge on saturday and sunday. Pt also described seeing passive recharging mode screens before able to charge ins normally. A new recharger, controller, and battery pack was requested.

Event description:
Additional information received from the patient. The patient received a replacement recharger and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID m995402a001 lot# serial# (B)(6) implanted: explanted: product type product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.